Event description:
No harm to patient. Dr. Was attaching baha drill to console at the beginning of the baha implant case and the drill console had an error message and was not working. Upon arrival to the room, there was an error message on the console and biomed called to check unit. It was noted to be a foot pedal issue, biomed replaced the pedal and the console worked.